Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0501 captures the reportable event of the sponge detached.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an ercp with spy glass procedure on (B)(6) 2023. During the procedure, the sponge inside the biopsy cap came out and was stuck in the biopsy channel of the scope. The spyscope would not pass through the biopsy channel. The procedure was completed by switching scopes. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.